Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device did not power on due to the on/off push button on the chassis. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.